Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, rewind, basic occlusion and prime tests. The device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Event description:
Customer reported a motor error on his insulin pump. Customer's blood glucose was 200 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.